Event description:
It was reported that the customer passed away due to a heart failure. It was stated that the customer began having unexplained high blood glucose. It was reported that the device was beeping and no alarms were showing on the screen. The customer continued to wear the insulin pump. Later, the ambulance was called when the customer was found on the floor out of the bed. The customer was taken to the hospital. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.